Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had battery not working. Insulin pump was needing to have the battery changed daily. Pump is needing to have the battery changed daily. The first week it quit and the second one kept beeping. It's shutting down. She has tried new batteries, changed the battery caps customer was using energizer max, no moisture exposure no damage to the insulin pump both pumps that were sent in error stopped working on her back. Batteries are being changed daily. Then it will shut off. The customer¿s blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.